Manufacturer narrative:
Correction: a3a was available at the time of the previous submission, but inadvertently left off the form. Information for a4, a5, and a6 is not available as it was not provided by the reporter.

Event description:
It was reported that a patient had bloodstream infection causing the patient to be hospitalized.

Manufacturer narrative:
Reported incident of suspected arteriovenous graft (avg) infection with blood culture positive for pseudomonas oryzihabitans. It is unclear if the access or the device was the source. Clinician and patient report concern that device may be the source; however, no cultures taken from the device in question. Investigation was performed via log file review. The investigation confirmed shows all disinfections completed appropriately with no console related issues. No evidence of device malfunction. Unclear cause for infection. Instructions for use (IFU) warning: regular cultures of the dialysate should be taken to ensure that the bacteria and endotoxin levels in the dialysate are acceptable. Also, chemical disinfection (full chem) must be performed on a weekly basis.